Event description:
It was reported that balloon rupture occurred. The 8mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8mm x 5.00mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).